Event description:
Patient reported glare and horizontal lines interfering with her night vision and hazy near vision. The iol was replaced without complication. One day post-op visual acuity was 20/30.